Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigations at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round area of bristles fell off [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, 2 of the oral-b dual clean brushheads came apart with the round area of the bristles falling off during the previous 6 months. No symptoms developed.